Event description:
Philips received a complaint on the v60 indicating that there was an internal communication issue (serial peripheral interface bus or spi bus failure) containing multiple calibration error codes (1106, 1107, 110e, 110f, 1110, and 1113). It was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) confirmed the error codes in the device event logs. The asp replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the spi bus issue. The device successfully passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The product investigation lab (pil) technician installed the returned suspect data acquisition (da) pcba onto a known good test flow sensor assembly and connected to the test ventilator. The technician verified that correct values were displayed on the test ventilator screen from the da pcba while operating at 10 cmh2o (pressure) and 10 standard liter per minute (slpm) (volume) separately. The technician could not duplicate the failure from the service. The suspect da pcba operated on the standard test bed (stb) without any issues. There was no fault was found.